Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurately high control solution results. The reporter obtained a control solution reading of "182mg/dl" on the subject meter. This falls out with the control solution range of "102-138mg/dl" for this strip lot. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 ¿ additional information. The lay user/patients test strips have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2: this supplemental is being sent to correct information previously submitted in follow-up #1 and also, to provide new information obtained from further evaluation. The test strip evaluation information provided in follow-up #1 was incorrect and the narrative should have read as follows: the test strips failed testing. The reported issue was confirmed. In addition, a secondary issue was observed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.